Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, the pulse generator set screw exhibited difficulty extracting from the header. The device was not implanted and replaced. The patient experienced no adverse consequences.